Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the box found a tear at one end. The tear has gone through and affected the inner cavity. The inner cavity was found to be damaged at the same spot as the box damage. Sterility has been compromised. DHR was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Device was returned with packaging damage, and sterility barrier potentially compromised.